Manufacturer narrative:
Additional information in section g1 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 53027ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent kit, lot number 53027ud00, was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a female patient sample. The following data was provided. All specimens are from the same patient but have different sample ID¿s (customer¿s reference range >16 ng/l is positive): (B)(6) 2023 sample ID (B)(6) initial results = 134.78 ng/l, repeat = 84.31 ng/l, repeat result on another analyzer with serial number (sn) (B)(6) = 8 ng/l same patient, new sample obtained. Sample ID (B)(6) ran on (B)(6) and result = 5 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6) and (B)(6). E1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  Note: this report is being filed on an international product. Per form div06886, edition 136, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a female patient sample. The following data was provided. All specimens are from the same patient but have different sample ID¿s (customer¿s reference range >16 ng/l is positive): (B)(6) 2023 sample ID (B)(6) initial results = 134.78 ng0/l, repeat = 84.31 ng/l, repeat result on another analyzer with serial number (sn) (B)(6) = 8 ng/l same patient, new sample obtained. Sample ID (B)(6) ran on isr55138 and result = 5 ng/l no impact to patient management was reported.